Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding") and coital bleeding ("bleeding after sex") and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and coital bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered coital bleeding, device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital hemorrhage,device dislocation, pregnancy with contraceptive device. Quality-safety evaluation of ptc. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received event " migration and pregnancy" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.